Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery alarms including failed battery test alarms were noted. Unit passed self test, basic occlusion test and displacement test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to prime anomaly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had rejected battery, moisture in the screen, unexplained no delivery alarms. Customer declined for troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.